Event description:
The facility representative reported a colleague infusion pump with a "crack module opening". This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a cracked module was confirmed during product evaluation. The assignable cause was a broken slide clamp visor. The slide clamp visor was replaced to correct the reported condition. The user interface module software version is 5.09.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.